Event description:
It was reported that at a follow up visit the device was found at vvi65 and elective replacement indicator (eri). Upon device interrogation it was noted that eri had disappeared. Product performance date was collected and the device had a measurement lockup, but the 2090 programmer successfully unlocked the pacemaker and the device is working properly. Because of the measurement lock-up the device has triggered a false elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).